Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00478968. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary; during evaluation of the sample it was ruptured with shell abrasion at the edge of the tear. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: capsular contracture (grade iii), rupture. Concomitant medical products: mentor memorygel, 400cc silicone breast implant, cat#:3504001bc ;sn#: (B)(4). Manufacturer¿s reference number: pc-000381172

Event description:
This report contains supplemental information for mentor psr reference number ip-00478968. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel, 400cc silicone breast implants which the right side ruptured, and issue with capsular contracture baker grade iii after implantation. The issue of capsular contracture was observed by the physician. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3504001bc, serial number (B)(4), and right replaced with catalog number 3504001bc, serial number (B)(4) on (B)(6) 2019.